Manufacturer narrative:
Investigation/conclusion: the patient's wife did not provide a lot number or return the device for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. The patient's coagulation status was unknown at the time of death and one week prior to the event. The coagulation status can significantly change during this period of time and there was no laboratory reference value. The patient's wife was unwilling to provide information regarding details of the event. Based on the inability to rule out the possibility that the device may have caused or contributed to the death; this event is reported as a death based on the brain bleed being potentially related to the patient's coagulation status.

Event description:
On (B)(4) 2015, a phone call was received from the patient's wife after she received the alere inratio pt/inr monitor system urgent medical device correction notification, dated (B)(6) 2014. She reported that her husband expired due to a brain bleed and she was unsure if it was related to the inratio monitor. She was unwilling to speak with a specialist at the time of the call. The distributor, alere home monitor, inc. (Ahm), was contacted in an attempt to obtain additional information. The following is a chronological history of available information and inratio inr results. Patient's therapeutic range: 2.0 - 3.0 (B)(6) 2014: inratio inr=1.5 (B)(6)2014: inratio inr=2.3 (B)(6)2014: inratio inr=1.9 (B)(6)/2014: inratio inr=2.1 (B)(6)/2014: inratio inr=1.9 (B)(6)2014: expired per google search. Though requested, there was no additional information provided. The patient's coagulation status was unknown at the time of death and one week prior to the event. The coagulation status can significantly change during this period of time and there was no laboratory reference value. The patient's wife was unwilling to provide information regarding details of the event. Based on the inability to rule out the possibility that the device may have caused or contributed to the death, this event is reported as a death based on bleeding being potentially related to the patient's coagulation status.